Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (abdomen). As treatment, a manual injection was delivered, a new pod was applied and a correction was given.

Manufacturer narrative:
Lot no: from no lot to l72189. Expiration date :from no date to 8/26/2022. Device mfg date: from no date to 2/26/2021. Unique identifier (UDI) # from (B)(4) to (B)(4).